Manufacturer narrative:
Concomitant medical products: c2tr01, ipg, implanted: (B)(6) 2014; 4592, lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient's right atrial (ra) lead was showing intermittent oversensing and had recorded a lead impedance warning for low impedance. No changes were made and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.